Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: headache. The patient reported that they were not able to test on their meter. The meter allegedly was not powering on. There were no results obtained from the meter. A result of 300+ (units not specified) was documented. The source of this result is unknown. There was no comparison with any other device. The patient was treated with insulin. No further information has been reported.